Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath tip was damaged due to resistance encountered during device insertion, although this was unable to be confirmed since the sample was not available for evaluation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the transition point was chewed up. The patient tolerated manual pressure without further incident. The procedure performed was a cardiac catheterization. No blood loss was reported. The event results did result in patient injury and surgical intervention was needed. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. Additional information was received on 06 may 2024: the distal tip of the white angio-seal insertion sheath was cracked and mildly deformed. The patients groin health was unknown. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to sections b3 and h6.